Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urine was not draining into the drain bag. The complainant alleged that the urine is staying in the tube and not going into the bag.

Manufacturer narrative:
Received 1 used dispoz-a-bag urine bag with the drainage tubing still attached only. Per visual evaluation, during inspection no obvious defects on the sample received were noted. The sample was inspected and no folds in the flutter valve or kinks in the extension tubing were found that could have contributed to the reported issue. Per functional evaluation, the sample received was connected to the extension tube received and were functionally tested by passing water through a new 16 fr. Catheter (is not part of the sample received), and noted the liquid flow toward the interior of the bag until it was filled to its maximum capacity. During this test, flow stopping was not noted; the flow was continuous. Next, the liquid of the leg bag was drained to the exterior of the bag and difficulty or problem to drain was not noticed. Additionally, the vinyls were cut to verify the embossed of the bag, no problem was noted; the sample received was embossed correctly. After that, the bag was cut checked the embossed on the flutter valve on the sample received. Reviewed the inlet tube of the bag where the flutter valve was sealed for any type of obstruction and no problem was found. Reviewed that the flutter valve was not bent or had any type of obstruction and no problem was found. Reviewed the embossed of the flutter valve, which was on the external part and indicating that the assembly is correct. Reviewed the embossed of the clear vinyl of the leg bag, which was in the internal part and indicated that the assembly is correct. Reviewed the peripheral seal, rotary seal of the bag and no problem was found. No problems was noted on the flutter valve of the sample received. The reported event was unconfirmed as the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: " - position bag on leg with flutter valve at top. - attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. -to empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.